Manufacturer narrative:
Investigation summary: ppae (paroxysmal atrial fibrillation): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot- 1865703. Device history batch: subcomponent lot- n/a. Device history review: the pump sn 558752 passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient experienced a new onset of atrial fibrillation with no prior history of the condition. The patient outcome is still to be determined as the patient remains on support. Additional information indicates that atrial fibrillation (af) resolved following administration of amiodarone.